Event description:
The facility representative contacted baxter to report a colleague infusion pump in which during an infusion, the device gave a false occlusion alarm. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4)a request for the device has been made. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. Baxter will continue to investigate the root cause through tracking and trending similar reports.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty pumphead module. The pumphead module has been replaced. Additional: a service history review has been performed and the device has been previously serviced for the reported condition.